Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:06:39. During night drain cycle two, the patient's ultrafiltration reading was 2304ml, indicating the home patient (hp) drained 2304ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The drain volume was not greater than 1.6 times the largest prescribed fill volume, and thus did not meet iipv criteria. The false positive was caused by bypassing the previous drain cycle, resulting in a partial fill of this cycle. If any additional information is received, a follow-up will be sent. The correction / removal reporting number included in the initial MDR is not relevant to this report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.